Manufacturer narrative:
A ge representative evaluated the system, replaced a faulty footswitch and upgraded the software. System operates as intended.

Event description:
It was reported that the system intermittently lock us up with unit beeping as if it were making x-rays.